Event description:
It was reported that prior to a carotid artery treatment procedure the filterwire was damaged. The lesion being treated was located in left carotid artery that was 9.0mm, 20mm long and 80% stenosed. Prior to use, the physician was shaping the spring coil tip of the protection wire when it became "dislodged". The procedure was completed with another of the same device. There were no reported complications and the patient condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the delivery sheath and protection wire were received coiled inside a plastic bag. The retrieval sheath was not returned. During the as received microscope and visual inspection of the returned device, the filter bag was fully deployed from the delivery sheath. The distal tip of the protection wire has a u-shaped bend and was stretched approximately 2 mm on its proximal portion. By using the wire torquer, the filter was inserted back into the delivery sheath and then unsheathed (deployed) with no difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a carotid artery treatment procedure the filterwire was damaged. The lesion being treated was located in left carotid artery that was 9.0mm, 20mm long and 80% stenosed. Prior to use, the physician was shaping the spring coil tip of the protection wire when it became "dislodged". The procedure was completed with another of the same device. There were no reported complications and the patient condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).